Event description:
The customer reported, the system displayed an intermittent high ma error message on the system. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep tested the system and performed a generator and filament calibration. He verified auto tracking with up to (3) copper filters, performed check for "high ma" error message, fluoroed at 40kv .45ma for 5 minutes and found no errors. He performed additional tests and the system now operates as intended.